Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head was out of specification on the uplink amplitude test and further evaluation determined that it was the cable that was out of specification. It was further noted that the label was delaminated. The programmer head was sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.